Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test and self test. However, moisture damage at electronic assembly. Also, moisture damage motor and battery tube during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery leaked into the battery compartment. Customer stated that the battery contacts cap and compartment were corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.